Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable events (gap between acoustic lens and ultrasound probe, and due to damage on acoustic lens, displayed ultrasound image is defective) occurred due to handling mistakes of the customer or due to wear/damage caused by an increase in time and use. The event can be prevented by following the instructions for use (IFU) which state: "[warnings and cautions] ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported an unspecified event related to the evis exera ii ultrasound gastrovideoscope. During a standard service inspection of the customer returned device, there is a gap between acoustic lens and ultrasound probe. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the gap between acoustic lens and ultrasound probe, ultrasound image is defective were observed. In addition, due to deformation of fe knob, fe knob rotates concurrently, due to deformation of fe lever, u/d knob cannot be locked securely, suction cylinder deform, ultrasound image is defective with missing elements, bending section cover detached, connecting tube coat peeling, bending angle in up direction does not meet the standard value, and channel tube buckling were noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.